Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that upon connecting an impella 5.5 pump to the automated impella controller, a placement signal not reliable message appeared. The controller was exchanged for a new one to resolve the issue. No patient harm was reported.